Event description:
The customer reported the system failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge service rep provided phone support. The customer cancelled the service call indicating they had rebooted the system and thereafter operated as intended.